Event description:
An operating room manager reported that following cataract surgery, a pt developed toxic anterior segment syndrome (tass). This is the second of three reports from this facility. The customer reported that they have implemented changes in their instrument cleaning process, they reviewed the manufacturer's recommendations for products that they use, reviewed the recommendations of aorn (association of operating room registered nurses), reviewed the recommendations of aami (association for the advancement of medical instrumentation), reviewed the recommended practices for cleaning and sterilizing surgical instruments from ascrs (american society of cataract and refractive surgeons), reviewed cdc (centers for disease control) guidelines for disinfection and sterilization in healthcare facilities - 2008, their autoclave was recently inspected by the hospital biomedical representative, and is inspected every six months. A representative from the detergent manufacturer visited the site and recommended that they change the small pump tubing. They are researching the filter on the boiler. Additional pt information has been requested.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for evaluation. No further information has been received. The root cause is unknown at this time. A copy of the directions for use for the phaco handpiece and a copy of the recommended practices for cleaning and sterilizing intraocular surgical instruments from ascrs and aorn were sent to the customer. (B)(4).